Event description:
It was reported that foreign matter was found before use with a syringe 0.3ml 31ga 8mm tw 10bag 500 ca. The following information was provided by the initial reporter, "item 320440 lot#: 8186541 found some syringe with clear liquid coming out of needle when moved plunger - 2 drops. Stated she also posted on facebook before calling this in."

Manufacturer narrative:
H.6. Investigation summary: customer returned (3) 3/10cc, 8mm, 31g syringes in an open poly bag from lot#: 8186541 and a photo of the cannula and hub of a syringe with a clear material on the cannula. Customer states that there are some syringes with a clear liquid coming out of the needle when the plunger is moved. All returned syringes were examined and no liquid or any other foreign matter was observed in or on the samples. All samples were also tested and no foreign matter came out of the syringes when moving the plunger rod. The returned photo was also examined and it is difficult to determine the identity of the material from the photo. A review of the device history record was completed for batch#: 8186541. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as it is difficult to determine the identity of the material from the photo. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
This supplemental MDR was created to correct an error where the incorrect pr number was listed in the short description. Corrected to: pr#: (B)(6). Supplemental MDR: correction (10/15) h3 other text : see section h.10.

Event description:
It was reported that foreign matter was found before use with a syringe 0.3ml 31ga 8mm tw 10bag 500 ca. The following information was provided by the initial reporter. "Item 320440 lot#: 8186541 found some syringe with clear liquid coming out of needle when moved plunger, 2 drops."

Event description:
It was reported that foreign matter was found before use with a syringe 0.3ml 31ga 8mm tw 10bag 500 ca. The following information was provided by the initial reporter, "item 320440 lot # 8186541 found some syringe with clear liquid coming out of needle when moved plunger - 2 drops."

Manufacturer narrative:
H.6 level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter from needle on lot # 8186541. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8186541. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a syringe 0.3 ml 31ga 8 mm tw 10bag 500 ca. The following information was provided by the initial reporter, "item 320440 lot # 8186541 found some syringe with clear liquid coming out of needle when moved plunger: 2 drops. Stated she also posted on (B)(6) before calling this in."